Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling a cartridge with 150 units of insulin. Blood glucose level was in the 150's (mg/dl). Reportedly, a new cartridge was loaded successfully to resolve the issue.